Event description:
It was reported that they had multiple issues in the past month or so regarding difficulty removing the foley catheter due to issues with balloon deflation and leaking after insertion. They had a few safety events, with one of them including the numbering of the foley bag itself. They did ask the department to see if they could keep any products they could have issues with. They just recently had one yesterday with the issue of balloon deflation again. Some of their obstetrics and gynecology patients were receiving trauma as well, with removal due to the balloon still being partially or fully inflated. They had been talking with their staff there about whether they would be able to help them with the product issue. And they were not sure if they would be interested in getting the products they had been having issues with and how they would go about that. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. Received 1 all silicone foley catheter attached to the drainage bag. Inflated with inhouse syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The catheter rested with no leaks. The inhouse syringe was connected and the balloon deflated passively in 49 seconds with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a label and device history review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had multiple issues in the past month or so regarding difficulty removing the foley catheter due to issues with balloon deflation and leaking after insertion. They had a few safety events, with one of them including the numbering of the foley bag itself. They did ask the department to see if they could keep any products they could have issues with. They just recently had one yesterday with the issue of balloon deflation again. Some of their obstetrics and gynecology patients were receiving trauma as well, with removal due to the balloon still being partially or fully inflated. They had been talking with their staff there about whether they would be able to help them with the product issue. And they were not sure if they would be interested in getting the products they had been having issues with and how they would go about that. No medical intervention was reported.